Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the exact cause of the reported incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. The malfunction was detected during the pre-use check. Surgeon used another f3 carotid shunt for the carotid endarterectomy procedure (cea).

Event description:
During the pre-use check, the user observed a leakage from one of the balloons of the pruitt f3 carotid shunt when he attempted to inflate the balloon with saline.